Event description:
It was reported that the pump exhibited a system fault. The event occurred during testing, no patient injury was reported.

Manufacturer narrative:
B3 unknown. One device was returned for analysis. Visual inspection showed scratches on the screen, missing syringe cap and battery cap, and a cracked syringe port. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the motor. As a result, the motor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.